Event description:
The patient received a percutaneous lead as part of her scs trial system. It was reported the patient developed pain in her mid-back region. The physician noted there was pus at the lead site and removed the lead on (B)(6) 2012. The patient was treated with antibiotics. Follow-up on the patient found the infection has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.